Manufacturer narrative:
Height: 67 inches. Based on the available information, this event is deemed to be a serious injury. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted (B)(4).

Event description:
It was reported by the end user's wife there was a 18mm superficial open area under flange that bleeds, however bleeding is minimal at this time. End user saw ostomy nurse at hospital (B)(6) 2015 who applied nystop powder and aquacel. The nystop powder had already been prescribed for this issue. In addition, the nurse provided a sample of the aquacel and advised to follow up with nurse on (B)(6) 2015; and the end user's physician if the bleeding does not resolve.